Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 37-year-old male was implanted with an impella 5.5 as a bridge to transplant. It was reported that the sterile sleeve had a tear in the distal end. The tear was covered with betadine and a tegaderm. There was no harm to the patient.

Manufacturer narrative:
The investigation for product damage (sterile sleeve damage) has been completed. The root cause of the product damage (sterile sleeve) was not determined as no product was returned. B.7 information was added as it was inadvertently omitted from the previously submitted manufacturer device report number 1220648-2024-12141. F.6 and f.8 dates were reported on manufacturer device report number 1220648-2024-12141 and should not have been. H.6 code 2199 was reported incorrectly on the previously submitted manufacturer device report number 1220648-2024-12141. A new code was added.